Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred and the procedure was cancelled. The 70% stenosed target lesion was located in the severely calcified and severely tortuous distal left anterior descending artery. The opticross ic imaging catheter was selected for ultrasound examination of the target lesion. The catheter was unable to be connected and there was a damage protector tip problem noted. It was also stated that the issue occurred inside the patient, so it is unclear the issue being reported. The procedure was not completed due to this event. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath and the imaging window were kinked, and the hub retainer clip was missing. No damage or failures were observed on the catheter code pcba (ccp) board assembly or on the hub connector pins. Microscope inspection showed that the tip was in good condition. The catheter was properly recognized by the imaging system when plugged into the motor drive unit (mdu), and no connection issues or errors were detected during testing.

Event description:
It was reported that a device issue occurred and the procedure was cancelled. The 70% stenosed target lesion was located in the severely calcified and severely tortuous distal left anterior descending artery. The opticross ic imaging catheter was selected for ultrasound examination of the target lesion. The catheter was unable to be connected and there was a damage protector tip problem noted. It was also stated that the issue occurred inside the patient, so it is unclear the issue being reported. The procedure was not completed due to this event. There were no patient complications.